Event description:
Operator experienced discrepant sodium results for three patient samples, one example was provided. Initial result was 137 mmol/l. Same sample repeated twice gave 132 and 131 mmol/l. The initial result was reported. The pt's sodium chloride treatment was changed during the last three days, but it was unclear if it was due to the reported result. Patients were not adversely affected by the issue. The field service rep determined cellular debris in sample material and consumable items were affecting the pipetting system. He replaced the sample syringes, sample probes, the ise tubing and the mix tower. The technical service rep also assisted by performing correlation studies which were within specification.